Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the physician was attempting to insert the right ventricular (rv) lead through a vessel with tortuous anatomy, the sheath kinked and the physician was concerned with the appearance of the insulation at proximal end of the coil. Another lead was used and the procedure was completed. No patient complications have been reported as a result of this event.